Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for cardiomyopathy. It was reported the patient developed a hemorrhage at the impella access site during pump support. As a result, the patient was administered 18 units of red blood cells and 8 units of frozen plasma. The impella was successfully weaned and explanted. No further information was provided.